Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced intermittent lightheadedness. The ventricular lead exhibited noise. The patient would continue to be monitored.